Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the records for the total daily dose, bolus and basal were missing from the pump¿s history records for 10/21/2016. There was no indication that the product caused or contributed to an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: a review of the pump black box data revealed that the pump was rebooted on (B)(6) 2016 and the date was manually changed to (B)(6) 2016; therefore, no data was saved for the date of (B)(6) 2016. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal setting with no interruptions in delivery and accurate recording in the pump history. A flow accuracy test was performed and passed, and the rewind, load, and prime steps were completed successfully. The complaint of a history/settings issue was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked.